Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
As per details reported on (B)(4). "It appeared to not be working from the moment we opened it. Liquid nitrogen appears to be leaking through the nozzle as it appears to not be able to keep the internal pressure, and lever to press to spray does not appear to do anything when pressed."

Event description:
As per details reported on e-complaint-(B)(4): "it appeared to not be working from the moment we opened it. Liquid nitrogen appears to be leaking through the nozzle as it appears to not be able to keep the internal pressure, and lever to press to spray does not appear to do anything when pressed."

Manufacturer narrative:
Investigation x-no sample returned analysis and findings complaint (B)(4). Was the complaint confirmed? No. Distribution history: a review of the distribution history could not be performed because the serial number was not provided. Manufacturing record review: a review of the device history record could not be performed because the serial number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product serial number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review: not applicable. Service history record: no service history record found for this product due to lack of a serial number historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Similar complaints had blocked valves or worn o-rings that contributed to the condition. Correction and/or corrective action no further corrective action is necessary, as the complaint condition was no further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.